Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The distributor reported that the pump just "dies". The pt reportedly changes the battery and reinserts the battery cap; however, the issue continues to lose power and become unresponsive. There was no report of any injury or medical intervention.